Event description:
On (B)(6) 2012, the patient contacted animas to report that he had a blood glucose result nearly 500 mg/dl last night so she changed his infusion site. He reportedly had a kinked cannula with his infusion set: this complaint will be forwarded to the manufacturer. The patient admitted that because he was impatient, he administered 8 extra units of insulin. At unspecified times, the patient tested his blood glucose and reportedly went down to 65 mg/dl and then 45 mg/dl and woke up sweaty. He administered self-treatment with crackers and his bg went up to 277mg/dl in the morning. The patient's health care professional had advised him not to give extra insulin but admits that the reported event was his fault. There was no indication that the pump malfunctioned; however, this complaint is being reported because the patient experienced a low bg event (45 mg/dl with sweating) after intentionally administering extra 8 units of insulin using the pump even though he has been advised not to by his health care professional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: the black box began on 11/07/2015. Due to continuous use of the pump, the black box and history for the event have been overwritten. The 8 unit of delivered insulin stated in the complaint was unable to be verified. The available daily insulin totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There was no hypersensitivity to the buttons on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.